Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then, the smart coil was advanced through the introducer sheath and a demonstration microcatheter without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, resistance was encountered while attempting to advance the first smart coil into the microcatheter and the coil became stuck inside the hub. The smart coil was re-advanced several times but the same issue occurred. Therefore, the smart coil was removed. The procedure was completed using eight additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.